Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting occurred during a vitrectomy procedure. The procedure was completed after replacing the probe. There was no harm to the pt.